Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high rv coil impedance on the right ventricular (rv) lead. The patient's fluid index levels were noted to be decreasing when this occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that another alert was triggered due to high rv coil impedance and the impedance was noted to be varying. The patient's fluid status was also indicated to be variable with the patient retaining fluid again.